Event description:
A pt reported experiencing inaccurate errataic results wtih a lifescan meter. The pt's blood glucose results were 600, 119, 139 mg/dl. Tests were done within 10 minutes with a difference of 99%. Pt did not experience any adverse events. No further info has been reported.